Event description:
It was reported that noise was present on this right atrial (ra) lead. A technical services (ts) discussed it was likely due to the respiratory rate trend (rrt) feature and recommend programming rrt off to optimize therapy. It was also reported that ra lead impedance had been low and out-of-range since implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).